Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was deployed and jammed onto the bushing. The prongs were locked into the capsule. A kink on the control wire was noted. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context.  A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the proximal colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter even after opening and closing the handle. Eventually, the clip released after manipulating the device, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the proximal colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter even after opening and closing the handle. Eventually, the clip released after manipulating the device, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.